Event description:
Needle completely separted from blue plastic hub, during injection. Phn had to pull end of needle out with hands. Mom aware. Vaccination does not have to be repeated as most of fluid was already injected product report filed.

Manufacturer narrative:
Based solely on the description, this event appears to be the result of an insufficient amount of epoxy adhesive within the needle well that secures the cannula inside the hub. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. A visual instruction on the proper set up of the applicator has been developed. This standardize the process between lines and shifts. Implemented a monthly preventative maintenance for the applicator. Installed positioning brackets for the existing sensor on each line. Increased needle pull in-process testing has been implemented. Analysis of complaint data over the past two years reveal that this type of complaint occurs at a level of less than 1 in 10,000,000. Additional lot# 5244697.